Event description:
Stryker received a medwatch report that was submitted by the customer. It was reported that they were using their device on a patient in cardiac arrest and the device gave a "connect electrodes" message while they were attempting to deliver defibrillation therapy. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The user(s) switched to a back up device and used that to deliver defibrillation therapy. The patient involved in the reported event is deceased.

Manufacturer narrative:
The customer provided the available patient information. Patient fields in which information was not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Stryker performed a clinical review of the reported event and determined it is unknown whether the device contributed to the patient's outcome. This is due to there being insufficient information provided to determine if the patient was in a shockable rhythm or not.